Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a hole in the paper packaging of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray left the product unsterile. The following information was provided by the initial reporter: "a package of 1ml syringes arrived with a hole in the paper cover of the tray. The product is no longer sterile."

Event description:
It was reported that a hole in the paper packaging of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray left the product unsterile. The following information was provided by the initial reporter: "a package of 1ml syringes arrived with a hole in the paper cover of the tray. The product is no longer sterile."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 30-jun-2022. H.6. Investigation summary: our quality engineer inspected the 1 picture and 1 sample submitted for evaluation. The reported issue of package damaged / defective / other was confirmed upon inspection of the sample. However, bd was unable to confirm that the defect was caused by our manufacturing processes. All processes were analyzed, and none were able to reproduce the failure. An awareness notification was sent to all manufacturing personnel involved in the packaging process to increase awareness. A retraining was also performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.